Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that no audio output occurred. The patient experienced no audio output from the receiver. The patient reported the episode occurred the day the sensor was inserted in the thigh ((B)(6) 2024). The continuous glucose monitor (cgm) estimated glucose value (egv) was 254 mgdl and the patient reported that the cgm display device did not alert her (the high alert threshold was reportedly 250 mgdl). The patient reportedly checked her blood glucose (bg) and it was 209 mgdl. Please see related inaccuracy complaint, (B)(4). The patient was reportedly found unconscious on her livingroom couch by the spouse. She was unconscious for 2 minutes. The spouse thought she was sleeping, but brought her to the hospital and admitted for 2 days. She was treated with electrodes to monitor her heart, checking her sugar from time to time, and underwent a computerized axial tomography (cat) scan. There was no treatment specified for hyperglycemia. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was in good condition. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No additional patient or event information is available.